Event description:
Customer reported minimum fill issue. There was no adverse impact to the customer's blood glucose level. It was unclear if the customer wanted further follow-up, and no additional corrective actions were specified.